Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) was not able to verify the customer reported issue. Fse verified both half-height drawers 2.1 and 2.2 were locking and unlocking successfully during testing in the hardware test application (hta). Fse assisted the customer to perform an inventory of medications in both drawers. The customer confirmed that the test was successful. Fse tested all drawers, slides, drawer connections and removed dust in the side cover. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer was close, but the system did not detect as drawer was closed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.